Event description:
Reporter alleged discrepant back to back glucose results of 141, 272, 389, & 300 mg/dl when all tests were performed within < 5 minutes on the compact plus system. As a result, no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.